Event description:
It was reported that a patient presented with inappropriate automatic mode switch caused by far r wave over-sensing. Corrective programming changes were recommended. No adverse patient consequences were reported.